Event description:
During the preventive maintenance of the iabp by the company service representative it was noticed the messages/alarms "maintenance required code number 2" and "autofill failure." No patient was involved.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative evaluated the unit and was able to duplicate the event. The manifold drive k7 valve was replaced (part number 0104-00-0018). The company service representative performed functional and safety checks to meet factory specifications. The unit was released to the customer. The drive manifold was received by the manufacturing facility at (B)(4) for evaluation. The failure analysis performed consisted in installing the part in a cs100 in good operational conditions. The drive manifold was extensively tested and the failure could not be confirmed. (B)(4).